Event description:
Patient reports trouble when changing cartridge. Discovered that the patient is using improper technique. Refreshsed the patient on proper procedure, per user's manual. Patient reported that the patient has been treated at hospital. Pump was not returned for evaluation.